Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred from an external force applied to the part. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope was found to be leaking during reprocessing. During the testing and inspection of the returned device, the pink rubber on the probe had a deep cut. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
UDI #: (B)(4). The device was returned to olympus for evaluation and the customer's allegation was confirmed. There was a deep cut at the probe unit pink rubber, there was damage to the ultrasonic probe due to physical load, insufficient angle due to angle wire elongation, there was a click sound when turning the control knob, cable collapse due to physical load, water leakage from the operation part, leakage from biopsy channels due to damage from repeated insertion and removal of brushes and instrument, and ultrasonic wave missing due to damage of piezoelectric element in ultrasonic probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.